Event description:
It was reported that the right atrial lead exhibited over- sensing. The pacing mode was changed from ddd to vvi.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.